Event description:
It was reported to boston scientific corp that a resolution clip device was used during a hemostasis procedure, in the colon of a male pt performed on (B)(6) 2009. According to the complainant, during the procedure, the physician pushed the handle, but the over sheath did not advance and the clip did not advance. The device was removed from the scope. Another resolution clip device was used to complete the procedure. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine".

Manufacturer narrative:
The device has been rec'd by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).